Event description:
It was reported to boston scientific corporation on december 15, 2008, that a corflo cubby low profile gastrostomy device was used during a replacement procedure performed the previous month. According to the complainant, within a month of replacement, the bonding face of the y port and the feeding tube began to leak. Procedure completed with another of same corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant did not indicate if this was the first time the unit was used. These codes were selected by the manufacturer based on information obtained from the user facility. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.